Event description:
Caller reported a cartridge alarm 20 while the pump was in use, which prevented them from loading a new cartridge and resuming insulin therapy. Despite the alarm, the caller's blood glucose level did not exceed 500 mg/dl. In response, customer technical support arranged to replace the faulty pump and advised the caller on using multiple daily injections (mdi) as backup therapy. Instructions for handling and returning the pump were provided, and a replacement pump was sent with updated software and available training. The caller acknowledged all instructions and understood the necessary actions.